Manufacturer narrative:
(B)(4). Approximate age of device - 56 days. The patient remains on lvad support with no further issues reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2015, the patient was admitted with a sternal infection for which he is now on antibiotics and listed as status 1a on the transplant list. On (B)(6) 2015, approximately 1.5 months prior to the admission, the patient had an ultrasound where a 3.7 x 1.1 x 07 cm hypoechoic collection was noted; located to the right of the lvad driveline. There was no peripheral hyperemia at the driveline site. The patient did not show signs consistent with infection and was discharged home without antibiotic therapy.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced transplant was reported under medwatch MFR# 2916596-2015-01631. A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported infection could not be conclusively determined. The instructions for use lists local, pocket, and driveline infection as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient ultimately received a transplant on (B)(6) 2015 due to chronic infection of the implanted lvad. The patient was administered dobutamine during the period of (B)(6) 2015 to (B)(6) 2015.